Event description:
It was reported that a patient presented with inappropriate shock episodes. These multiple instances were noted due to both incorrect interpretation of signal and functional under sensing. No intervention or adverse patient consequences were reported.